Event description:
It was reported that, "surgeon noted that part of ceramic rail was missing prior to use. Also, that another ceramic rail vibrated loose during sawing."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.